Event description:
It was reported via implant card that the patient's generator was replaced due to high impedance/lead fracture. Later the representative at the replacement surgery reported that physician did not perform any troubleshooting and just put in a new battery and it the impedance issue had resolved. Despite the representative's efforts, the physician made it clear and they were not going to do anything about the lead regardless of if there was a fracture present. The surgeon was under the belief that the pin being not completely inserted into the generator was the cause of the high impedance. The representative specified they did do x-rays and that there is no reason to think it was a fracture. The x-ray has not been provided to the manufacturer to date. The explanted device was noted to be shipped to the manufacturer. The generator was received into the product analysis lab. Analysis has not been completed and approved to date. No other relevant information has been received to date.

Event description:
Later, product analysis was completed on the explanted generator. There was no performance, or any other type of adverse conditions found with the pulse generator. Without evidence from the markings on the lead pin (lead remains implanted) where the set screws were tightened, the incomplete pin insertion event cannot be confirmed in the pa lab. No other relevant information has been received to date.